Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's insertion device did not fire when the release button was pressed, but then did fire 30 seconds later. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device was optically and technically controlled and passed all the tests. The problem mentioned by the customer could not be reproduced.